Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the introducer sheath, delivery wire and coil were returned for analysis. The introducer sheath was inspected and blood was present. The twist lock on the introducer sheath had been opened. The coil was inspected and found to be severely stretched and kinked at the proximal end. Dried blood was present on the fiber bundles. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) towards the distal end was buckled/kinked. Microscopic examination was done. The zap tip shape and surface of the coil and delivery wire were smooth. The interlocking arm of the delivery wire was inspected and no damage was noted however a trace of dried blood was present. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. (B)(4).

Event description:
Reportable based on device analysis completed on 29jun2016. It was reported that advancing difficulties occurred and coil became unraveled. The target lesion was an area of a large dissection located in the moderately tortuous aortic arch and subclavian artery. A 6mmx20cm interlock¿-35 was selected for use. After stent-graft was deployed via the lower extremity, the non-bsc coil was inserted into a non-bsc high flow catheter to false lumen via arm, then 10 coils were deployed. Then it was noted that a coil was detached inside the catheter and the physician removed the catheter to replace the coil. An interlock¿-35 was attempted to be inserted to the y-connector but failed to go in and got unraveled. Another interlock¿-35 coil was used but resistance was noted and it got detached at the y-connector. The procedure was continued using a non-bsc balloon catheter and an imager. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good. However, returned device analysis revealed the interlocking arm of the coil had been pulled off.